Event description:
Programmer would not start up, even after multiple power cycles. Keyboard is broken. Extra wand was not able to maintain telemetry. The radio frequency head was returned with the programmer and tested out of specification.

Event description:
Asku

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary: (B)(4): analysis could not confirm that the device would not start up. Foreign material was found on the links electronic module. (B)(4) - the rf head cable tested out of electrical specification and was not able to maintain telemetry. (B)(4) - the rf head cable tested out of electrical specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis could not confirm that the device would not start up. Foreign material was found on the links electronic module. (B)(4) - the rf head cable tested out of electrical specification and was not able to maintain telemetry. (B)(4) - the rf head cable tested out of electrical specification.